Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; however, medical records were provided. The investigation is confirmed for filter limb detachment and retrieval difficulties; however, the investigation is inconclusive for filter tilt and perforation of ivc. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced difficult to remove, malposition of the device, detachment, and a patient device interaction problem. This information was received from one source. One patient was involved with no patient consequence. The weight of 63 year old female was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for difficult to remove, malposition of the device, detachment, and a patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced difficult to remove, malposition of the device, detachment, and a patient device interaction problem. This information was received from one source. One patient was involved with no patient consequence. The patient was reportedly female but age and weight were not provided.